Manufacturer narrative:
Analysis found that the reported complaint of not functioning could not be duplicated. The device was disassembled, cleaned, replaced worn wave washers, reassembled, tested and passed in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was not functioning. There was no known patient impact reported.